Event description:
One of the hoses of the nurse call or active-headset got stuck between the inner bed and the movable part of the pt support of an ingenia mr system. The operator tried to remove the cable by moving the table top inwards with the user interface module (uim). This movement caused the right hand fingers to be caught and the little finger of the right hand was broken.

Manufacturer narrative:
(B)(4). (Conclusions): this unfortunate incident was reported as a result of negligence by the operator not following documented procedure.